Manufacturer narrative:
On 10/8/2015 the field service engineer (fse) found a leak in tubing through pinch valve pv37. The fse replaced the tubing and the instrument ran without leaks or errors. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported an uncontained cleaner leak of about 1/2 cup from under the coulter hmx analyzer while idle. There were cleaner detection error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.